Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 3-port clave¿ manifold where it was reported that a leakage was found at the side of back check valve during infusion. There was patient involvement and no harm was reported.

Manufacturer narrative:
D9 - date returned to MFR: 2/4/2026. Photo provided showing the 011-am3099 3-port clave manifold attached to microclave. A droplet of fluid was observed at the check valve. Three new 011-am3099 3-port clave manifold devices was received for inspection; no defects or anomalies noted. As received, each manifold was leak tested. There was no leakage replicated. Back flow through the check valve was attempted. There was no back flow. The reported complaint could not be replicated but can be confirmed from the photo provided. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.